Event description:
An event was reported where a malfunction code appeared on the pump. The impact on the customer's blood glucose level is unknown, as the customer declined to provide this information. The pump was successfully reset with assistance from technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.